Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified wear abrasion and an opening. Leak test was performed and found openings on the posterior. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening and opening(striated) on the posterior side. A dimension measurement of the shell was performed which identified the thickness to be within specification. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a sharp opening on patch/shell bond edge due to an unidentified(tear) opening, and a striated edge opening on posterior side due to surgical damage.